Event description:
Echelon 60 failed to fire causing pulmonary artery bleeding leading to hypovolemic arrest and death. Patient scheduled for a right lower lobe (rll) lobectomy. During the procedure, the physician fired the echelon 60 and it did not deploy. Another echelon 60 with blue load was given to replaced the defective one. The second stapler was deployed. Bleeding was seen by medical doctor (md). The md tried to control the bleeding then eventually patient became hypovolemic then arrested. After a period of time patient expired in the operating room. Total of two echelon 60 open but registered nurse (rn) could not identify which box the defective stapler was from. Lot v94x33 exp 2024-04-30 ref psee60a and lotv95a85 exp 2024-06-30 ref psee60a were the two boxes. An rn saw the stapler did not fire and asked for a new stapler. A new stapler was given to the md. The team did acls for the hypovolemia and arrest. Root cause analysis (rca) is in progress.